Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg had reached end of service. The patient lost therapy approximately two months ago. In turn, the ipg was explanted and replaced on (B)(6) 2022 to address the issue. Effective therapy has been established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.